Event description:
It was reported to target that during a procedure to occlude a ccf, the dsb balloon detached prematurely from its delivery catheter, causing aphasia and right hemiplegia to the pt, who was also agitated and required intubation. The pt was then taken to surgery. When pt awoke from surgery pt was still aphasic and right hemiplegic. The pt died twenty three days later.